Event description:
It was reported by the rep that the (2) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier was not releasing the clips correctly. The device had to be pulled (tugged) to release the clip. The clip also did not make proper closure. The pt consequence is unknown as is the case completion. 02/10/2000 there was no pt consequence. The case completion is still unknown.